Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator of a 6f exoseal vascular closure device (vcd) did not operate and the device came out. Hemostasis was achieved using manual pressure. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with an audible click. Pulsatile flow was observed from the bleed-back indicator. The device and non-cordis sheath introducer were retracted together until bleed-back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The indicator window showed no red color. Upon removal, the indicator wire loop was deployed and showed no anomalies. The device was also attempted to be deployed outside the patient¿s body, and the plug was deployed. The puncture was done under echo guidance. A 5f non-cordis sheath was used and switched to a non-cordis short sheath. The femoral artery¿s suitability, including insertion angle and vessel diameter (=5 mm), was verified on angiography. There was no visible calcium, plaque, vessel tortuosity, stent, or stenosis >50% at or near the puncture site. The site had not been closed with any closure device or manual compression within thirty days prior, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The procedure was an endovascular therapy (evt) case via antegrade puncture. The physician was certified in the use of the exoseal vcd. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18419970 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Additionally, it was reported that a 5f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling.during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the indicator of a 6f exoseal vascular closure device (vcd) did not operate and the device came out. Hemostasis was achieved using manual pressure. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with an audible click. Pulsatile flow was observed from the bleed-back indicator. The device and non-cordis sheath introducer were retracted together until bleed-back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The indicator window showed no red color. Upon removal, the indicator wire loop was deployed and showed no anomalies. The device was also attempted to be deployed outside the patient¿s body, and the plug was deployed. The puncture was done under echo guidance. A 5f non-cordis sheath was used and switched to a non-cordis short sheath. The femoral artery¿s suitability, including insertion angle and vessel diameter (=5 mm), was verified on angiography. There was no visible calcium, plaque, vessel tortuosity, stent, or stenosis >50% at or near the puncture site. The site had not been closed with any closure device or manual compression within thirty days prior, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The procedure was an endovascular therapy (evt) case via antegrade puncture. The physician was certified in the use of the exoseal vcd. Other procedural details were requested but were not provided. The device was not returned as previously expected for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator of a 6f exoseal vascular closure device (vcd) did not operate and the device came out. Hemostasis was achieved using manual pressure. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with an audible click. Pulsatile flow was observed from the bleed-back indicator. The device and non-cordis sheath introducer were retracted together until bleed-back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The indicator window showed no red color. Upon removal, the indicator wire loop was deployed and showed no anomalies. The device was also attempted to be deployed outside the patient¿s body, and the plug was deployed. The puncture was done under echo guidance. A 5f non-cordis sheath was used and switched to a non-cordis short sheath. The femoral artery¿s suitability, including insertion angle and vessel diameter (=5 mm), was verified on angiography. There was no visible calcium, plaque, vessel tortuosity, stent, or stenosis >50% at or near the puncture site. The site had not been closed with any closure device or manual compression within thirty days prior, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The procedure was an endovascular therapy (evt) case via antegrade puncture. The physician was certified in the use of the exoseal vcd. Other procedural details were requested but were not provided. The device was later returned for evaluation. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, with the guard locked. The plug was not received for this evaluation and the indicator wire was found retracted. An 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18419970 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the window was received in full transition and the device was fully deployed. The exact cause of the observed condition could not be conclusively determined during analysis since the condition of the returned device did not match the event reported, as it was received with the window in the red/black/white phase. Additionally, it was reported that an antegrade approach was used. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator of a 6f exoseal vascular closure device (vcd) did not operate and the device came out. Manual compression applied. There was no reported patient injury. Outside the body the wire worked and the plug was released. The puncture was done under echo guidance. A 5f non-cordis sheath was used and switched to a non-cordis short sheath. The procedure was an endovascular therapy (evt) case via antegrade puncture. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.